Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The cause of the pulse test failure and associated code 102 is an open resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is a detached high-voltage capacitor c20. The cause of the detached capacitor is fractured solder connections. The cause of the fractured connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 102 - charge profile fault. The last pt to use this monitor did not report any deficiencies.